Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 92 mg/dl, 195 mg/dl, and 161 mg/dl. Customer used a new vial of test strips for the last two results but the same lot number. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.